Event description:
It was reported via a literature article review that there was a study that took place which aimed to evaluate the effectiveness of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Specifically, the study aimed to evaluate the effects of dwell time on intraoperative defibrillation testing results, the impact of optimized placement of generator and/or lead during replacement surgery, as well as the effects of device encapsulation on shock impedance as a surrogate for tissue resistance and confounder of the shock efficacy. A total of 99 consecutive patients underwent replacement of the subcutaneous implantable cardioverter defibrillator (s-ICD) generator at the university medical center mannheim between january 2018 and november 2022. In two patients, sustained ventricular fibrillation (vf) could not be induced despite multiple attempts. One s-ICD pulse generator was too depleted to initiate telemetric communication. First shock efficacy with 65 joule (j) was 85.2 percent at the time of generator replacement. Shock impedance increased significantly from 81.5 plus/minus 22.9 ohms at initial implantation to 98.1 plus/minus 37.0 ohms at the time of replacement and was significantly higher in patients with failed shock compared to patients with successful first shock conversion. In the group of patients who failed the preoperative defibrillation test, one patient had a low risk of defibrillation failure. In this specific case, the ineffective defibrillation was most likely due to the device failure as described in boston scientific's safety advisory issued in december 2020 (event of electrical overstress). In this patient, the s-ICD did not effectively terminate induced vf. Moreover, after the internal shock, the device lost all telemetry functions and could not perform further interrogation. Thereby, they assume technical reasons for ineffective defibrillation. Capsulectomy to remove fibrous tissue was performed in 77 patients in case of preoperatively increased shock impedance of equal or greater than 90 ohms or unsuccessful vf defibrillation testing. Adaptation of the lead depth closer to the sternum was necessary in 19 cases, in 8 patients combined with capsulectomy and in 5 more patients combined with optimization of generator placement with an entirely new pocket being formed. In total, 6 patients were subject to a s-ICD generator relocation. Following device replacement, defibrillation testing with 65 j in final configuration was performed in 85 patients. Five were subject to lead revision. Due to the number of patients involved in this study, the status of all the affected products involved is not known at this time. No additional adverse patient effects were reported.